Manufacturer narrative:
The fse confirmed the flowcell sample line was faulty, and found clogged distribution valve (dv) and mixing chamber. The fse flushed the dv and mixing chamber, and replaced the sample line to resolve the nrbc flags. (B)(4).

Event description:
The customer reported obtaining false positive nucleated red blood cell (nrbc) flags on the unicel dxh 800 coulter cellular analysis system. There were no reports of injuries or change to patient treatment. There were no erroneous results reported out of the laboratory in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.